Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse ran seal break 10 test, checked the thumbscrew on the seal breaker and found it to be loose. Fse tightened the thumbscrew and re-ran the test. Fse observed good seal breakage on all the test cups. Fse then ran the daily check which passed with no issues. The aia-900 instrument was functioning as intended and the errors cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from (B)(6)2016 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, under section 12: flags and error messages indicate that 4111 sample-y home not detected error is generated when the home sensor s050 failed to be activated after the specimen dispensing arm moved toward the home position. A retry will take place, and if there is no improvement a mf (mechanical failure) flag will be attached to the measurement result. The solution is for the customer to contact tosoh local representatives and check s050 and pm050 for a possible malfunction. Message 4124 sample-z bump is generated when the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. The solution is for the customer to check if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives and check s054 and pm051 for a possible malfunction. The most probable cause of the issue is due to a loose thumbscrew on the seal breaker.

Event description:
On (B)(6) 2018, a customer reported getting messages error 4111 spec y-axis home not detect and error 4124 sample z-axis bump on the aia-900 instrument. The customer is unable to run patient samples for follicle stimulating hormone (fsh). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of fsh patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.